Event description:
It was reported the patient experienced a shocking sensation. The device reportedly "shorts in and out" and "will turn on and off with head movements." Additional information has been requested.

Manufacturer narrative:
(B) (4).